Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis lucera ultrasound gastrovideoscope had no ultrasonic image. During set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, d9, g4, h3, h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The endoscope image (evis image) was presumed to have been lost due to damage to the image capturing unit. Olympus will continue to monitor field performance for this device.

Event description:
This issue was found during setup; however, the intended procedure was cancelled. There were no reports of patient harm. No additional information received from customer.